Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40mg/dl. The cause of the low bg was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous saline and a glucagon injection. Reportedly, the customer was released on (b)(6_ 2022 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.